Manufacturer narrative:
Device was not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 23, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the visual inspection of the complained screw has shown that the hex drive recess is badly damaged. Because of the damaged hex drive recess the complaint relevant dimensions cannot be checked to print specifications anymore. The review of the production history revealed that this item was manufactured in june 2009 according to the specifications. Based on the strong marks and hints it is likely that an overtightening of the cortex screw caused this damage; the failure mode is consistent with incorrect application of excessive force. The device met the specifications at the time of manufacturing. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Additional product code: hwc. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during training course on (B)(6) they found a screw head. Surgical support detected it during an equipment revision. The surgical support found the sweep screw. No patient impacted as it was detected at the loan department. This complaint involves 1 part. This report is 1 of 1 for (B)(4).